Manufacturer narrative:
Concomitant medical product: 1688tc lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead high-voltage rv and superior vena cava (svc) impedances were high and an audible alert was triggered. The lead was explanted and replaced. The patient was a participant in the electrocardiogram (ECG) belt study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the rv lead was fractured.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed. Analysis indicated that the right ventricular defibrillation coil developed a fracture due to flexing while in vivo. The distal electrode of the lead was missing the monolithic controlled release device that contains the steroid. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the high power rv coil was not "all the way past the pin."